Event description:
Biomed was paged regarding a leak on the anesthesia machine in the or. This machine was a brand new machine just put into service. Upon arrival in room, noticed the desired tidal volume(tv) was not equal to the tvexp (there was a sizable leak of about 450ml). Biomed performed the preliminary checks. The flow sensor module was swapped but there was no effect. It was inspected but there was no sign of moisture or physical damage. Ge clinical application specialist arrived to help. Removed ez change and condenser from system to see if this was cause of leak, but no effect. Noticed bellows was driving all the way, with no apparent leak. Application specialist asked user if they could switch to pcv-vg and simv. The fio2 (previously low 90s), increased to mid-high 90s. But user still uneasy with anesthesia machine telling them there was a leak. However since biomed was unable to troubleshoot further while machine was being used on a patient, and patient vitals were stable and spo2 sat high, user agreed to continue the case. After the case the machine was pulled out of service for further investigation. The next day ge field service engineer troubleshot and tested machine. Logs downloaded and sent to ge engineering for analysis. Nothing out of the ordinary was found in the logs. Field service engineer found 2 faulty flow sensors reading erratically. Replaced flow sensors. Machine tested according to manufacturer====================== manufacturer response for anesthesia machine, aisys carestation======================sent field service engineer to test and troubleshoot. Replaced faulty flow sensors. Analyzed logs and reported nothing out of the ordinary.